Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent dislodged. In 2004, the pt had two bare metal vision ultra stents placed in the mid and proximal right coronary artery (rca). Later that day, the pt presented with a thrombosis. The physician attempted to treat the thrombosis in the distal rca with a taxus express2 8.8% 3.5 x 16 mm drug eluting stent. The physician was attempting to cross the proximal ultra stent, at the end of a primary curve, with the taxus stent. He put the taxus stent right up against the ultra stent and it hooked to a strut. When the physician pulled, the taxus stent dislodged from the balloon. The physician rewired and used a 4.0 x 12 mm balloon to flatten the taxus stent between the 2 vision ultra stents. No pt complications or injuries were reported. The pt's condition was reported as fine.